Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 162 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the patient felt that the pump had ¿broken lose¿ and was affecting therapy. Environmental/external/patient factors have may have led or contributed to the issue included patient body habitus as the patient was short waisted and heavy. It was unknown what diagnostics/troubleshooting was performed. Actions/interventions taken to resolve the issue included a pump revision and they were moving the pump from the right abdomen to the back on (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was unknown, but the rep would follow up for more information. The patient¿s medical history included multiple sclerosis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.